Manufacturer narrative:
As reported, patient developed infection, possible mesh rejection post implant of galaflex 3d mesh thereby underwent excision of mesh. Based on the information available, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s reported postoperative course. Infection is clinically understood potential complications of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Regarding infection, the warnings section states, "if an infection develops, treat the infection aggressively. An unresolved infection may require the removal of the scaffold." A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2023. Addendum: h11: this supplemental MDR is submitted to correct the initial reporter occupation and manufacturing date. Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: e3 (initial reporter occupation) and h4 (device manufacture date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2024 patient underwent a bilateral breast augmentation with galaflex 3d mesh implanted. It was reported that post implant, patient was presented with symptoms (fever and pocketing) of rejecting either the implants or the galaflex 3d thereby underwent removal of galaflex 3d mesh on (B)(6) 2024. As reported, the patient was prescribed antibiotics post op.

Manufacturer narrative:
As reported, patient developed infection, possible mesh rejection post implant of galaflex 3d mesh thereby underwent excision of mesh. Based on the information available, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s reported postoperative course. Infection is clinically understood potential complications of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Regarding infection, the warnings section states, "if an infection develops, treat the infection aggressively. An unresolved infection may require the removal of the scaffold." A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 608 units released for distribution in june 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2024 patient underwent a bilateral breast augmentation with galaflex 3d mesh implanted. It was reported that post implant, patient was presented with symptoms (fever and pocketing) of rejecting either the implants or the galaflex 3d thereby underwent removal of galaflex 3d mesh on (B)(6) 2024. As reported, the patient was prescribed antibiotics post op.